Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full leadanalyzed. Blood/body fluid observed on distal conductor.

Event description:
It was reported that the left ventricular lead was causing diaphragmatic stimulation. The lead was replaced. No patient complications have been reported as a result of this event.